Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pains nos") and glaucoma ("glaucoma in both eyes") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria disability, medically significant and intervention required), inflammation ("inflammation in abdomen"), headache ("headache"), pain in extremity ("legs pain") and glaucoma (seriousness criterion medically significant) with visual field defect. The patient was treated with surgery. Essure was removed. At the time of the report, the pain, inflammation, headache and pain in extremity had resolved and the glaucoma outcome was unknown. The reporter considered glaucoma, headache, inflammation, pain and pain in extremity to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 02_may_2017 for the following meddra preferred term: 1.pain. The analysis in the global safety database revealed 347 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number fo this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a (B)(6) -year-old female consumer who had essure (fallopian tube occlusion insert) inserted and had pains nos and glaucoma in both eyes. Essure inserts, fallopian tubes and uterus were removed. She recovered from pains. Pain is listed while glaucoma is unlisted in the reference safety information for essure. Considering that essure may cause uncharacterized pain and that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In contrast, considering the physiopathology of glaucoma and the fact that essure has only a localized action in the fallopian tubes, it is unlikely that essure could contribute to the onset of this disease. This case is regarded as incident since device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel / allergy to silver / allergy to essure'), pelvic pain ('pelvic pain'), urinary tract infection ('urinary tract infection'), iridocyclitis ('anterior uveitis of the left eye'), papilloedema ('papilledema bilateral'), papillitis ('bilateral papilitis without neurological pathology / bilateral optic nerve inflammation / papillitis'), amaurosis fugax ('amaurosis fugax'), cushing's syndrome ('cushing / hypercortisolism yatrogen'), bacteriuria ('bacteriuria'), anterior uveitis ('acute anterior uveitis bilateral / anterior uveitis bilateral / bilateral panuveitis'), fall ('she was fall'), haematochezia ('loose stools with blood red'), gastric disorder ('incompetence of the gastric cardia'), optic neuropathy ('optic neuropathy secondary to panuveitis'), metrorrhagia ('vaginal bleeding clotting (metrorrhagia)'), pain ('pains nos / pain in all over'), glaucoma ('glaucoma in both eyes') and blindness ('loss of vision') in a 35-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 2007, bladder prolapse, coxiella burnetti endocarditis, gestational diabetes, varicella, rubella, measles, parotitis, vulvovaginal candidiasis and epigastric pain. Concurrent conditions included smoker, multiple allergies, seasonal allergic rhinitis and asthma. Family history included diabetes mellitus ((mother and father)). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and muscle spasms ("spasm"). On (B)(6) 2013, the patient experienced abdominal pain lower ("pain in the hypogastric / pain in the right iliac fosse"). On (B)(6) 2013, the patient experienced urinary tract infection (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced anterior uveitis (seriousness criterion medically significant) with periorbital pain. On (B)(6) 2013, the patient experienced blindness (seriousness criterion hospitalization). On (B)(6) 2013, the patient experienced tuberculosis ("tuberculosis"). In (B)(6) 2013, the patient experienced cephalgia ("cephalea"). On (B)(6) 2013, the patient experienced amaurosis fugax (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced bacteriuria (seriousness criterion medically significant) and leukocyturia ("leukocyturia"). In (B)(6) 2014, the patient experienced diplopia ("diplopia"). On (B)(6) 2016, the patient experienced metrorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required) with pruritus and erythema, pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), iridocyclitis (seriousness criterion medically significant), papilloedema (seriousness criterion medically significant), papillitis (seriousness criterion medically significant), cushing's syndrome (seriousness criterion medically significant), fall (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), gastric disorder (seriousness criterion medically significant) with diarrhoea, change of bowel habit, constipation, dyspepsia and abdominal pain, optic neuropathy (seriousness criterion medically significant), pain (seriousness criteria disability and medically significant), glaucoma (seriousness criterion medically significant) with visual field defect, blindness unilateral, photophobia, intraocular pressure increased, vitreous floaters, vision blurred and ocular hypertension, inflammation ("inflammation in abdomen"), headache ("headache"), pain in extremity ("legs pain / pain in upper limbs"), dysuria ("dysuria"), adnexa uteri pain ("pain localized at ovary level (bilateral)"), vulvovaginal pain ("vaginal feeling painful in ovary sites"), conjunctival hyperaemia ("slight conjunctival hyperemia"), binocular eye movement disorder ("loss of fixing in both eyes"), vitritis ("vitritis"), asthenia ("asthenia"), arthralgia ("arthralgia"), myalgia ("myalgia generalized in arms and legs"), nausea ("nauseas"), phonophobia ("phonophobia"), migraine with aura ("ophthalmological migraines"), muscular weakness ("lack of strength in the lower limbs / fatigue at the level of the lower limbs/ muscular weakness"), limb discomfort ("corking sensation of the lower limbs"), poor quality sleep ("no night rest"), back pain ("lumbar pain"), abdominal distension ("sensation of gastric fullness"), neuralgia ("pain of neurological characteristics without clear anatomic distribution"), migraine without aura ("migraine without aura"), dry eye ("dry eye"), contact eczema ("pruritic eczematous erythematosus injuries in contact with imitation jewelry / erythematosus local reactions with latex and nitrile") and dermatitis due to metals ("dermatitis of contact with nickel and cobalt") and was found to have weight increased ("weight gain (18 kg) /overweight grade ii"). The patient was hospitalized from(B)(6) 2013 and then from an unknown date until (B)(6) 2016. The patient was treated with alprazolam, alprazolam (trankimazin), amoxicillin, analgesics, antibiotics, antidepressants, anxiolytics, bilastine, brimonidine tartrate;timolol maleate (combigan), brinzolamide (azopt), budesonide;formoterol fumarate (symbicort), calcium carbonate;colecalciferol (natecal d), ciprofloxacin, clarithromycin, dexamethasone, dexketoprofen trometamol (enantyum), doxycycline, duloxetine, esomeprazole, ferrous sulfate (fero-gradumet), fluorometholone (fml), fluticasone furoate (avamys), hyoscine butylbromide (buscapina), ibuprofen, isoniazid (cemidon), levosulpiride, magnesium, metamizole, metamizole magnesium (nolotil), metronidazole, omeprazole, otilonium bromide (spasmoctyl), oxygen, pantoprazole, paracetamol (acetaminophen), prednisone (dacortin), pregabalin (lyrica), propofol, rabeprazole, racecadotril (tiorfan), ranitidine (ranitidina), timolol and surgery (subtotal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2013, the amaurosis fugax had resolved. At the time of the report, the allergy to metals, pelvic pain, urinary tract infection, iridocyclitis, papilloedema, papillitis, cushing's syndrome, bacteriuria, anterior uveitis, fall, haematochezia, gastric disorder, optic neuropathy, metrorrhagia, glaucoma, blindness, dysuria, conjunctival hyperaemia, binocular eye movement disorder, weight increased, vitritis, asthenia, arthralgia, myalgia, leukocyturia, nausea, phonophobia, diplopia, muscular weakness, limb discomfort, poor quality sleep, back pain, abdominal distension, neuralgia, dry eye, contact eczema, dermatitis due to metals and tuberculosis outcome was unknown and the pain, inflammation, headache, pain in extremity, abdominal pain, muscle spasms, abdominal pain lower, adnexa uteri pain, vulvovaginal pain, cephalgia, migraine with aura and migraine without aura had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, amaurosis fugax, anterior uveitis, arthralgia, asthenia, back pain, bacteriuria, binocular eye movement disorder, blindness, cephalgia, conjunctival hyperaemia, contact eczema, cushing's syndrome, diplopia, dry eye, dysuria, fall, gastric disorder, glaucoma, haematochezia, inflammation, leukocyturia, limb discomfort, metrorrhagia, migraine with aura, migraine without aura, muscle spasms, muscular weakness, myalgia, nausea, neuralgia, optic neuropathy, pain, pain in extremity, papillitis, papilloedema, pelvic pain, phonophobia, poor quality sleep, tuberculosis, urinary tract infection, vitritis, vulvovaginal pain, weight increased, dermatitis due to metals, headache and iridocyclitis to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number fo this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-nov-2017: new events, treatment drugs, laboratory exams, and medical history added. On 4-sep-2018: information provided by lawyer (already reported in fu1: injury, sequels, disability and damage). No new information provided. On 5-sep-2018: patient's initials added. On 2-jul-2019: no new clinical information received via lawyer. On 2-jun-2020: received letter with reference number based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pains nos") and glaucoma ("glaucoma in both eyes") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria disability, medically significant and intervention required), inflammation ("inflammation in abdomen"), headache ("headache"), pain in extremity ("legs pain") and glaucoma (seriousness criterion medically significant) with visual field defect. The patient was treated with surgery. Essure was removed. At the time of the report, the pain, inflammation, headache and pain in extremity had resolved and the glaucoma outcome was unknown. The reporter considered glaucoma, headache, inflammation, pain and pain in extremity to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-nov-2017 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number fo this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Follow-up information received on 06-nov-2017: family history included: diabetes mellitus (mother and father). Concurrent conditions included: smoker (1 package daily), allergy to mites, pollen and grasses, seasonal allergic rhinitis, asthma. Medical history included: suburethral mesh placement, prolapsed bladder, childbirth, coxiella burnetti, gestational diabetes, varicella, rubella, measles, parotitis, vaginal infection with candida, stomachache / epigastric pain, treatment drugs included: cycloplegic eye drop, anti depressives, anxiolytics, nolotil, buscapina, enantyum, pantoprazole, ciprofloxacin, dexamethasone, icol, dacortin, cemidon, omeprazole, natecal d, combigan, timolol + brimonidina, analgesics, metamizole, azopt, doxycycline, avamys, fml, acetaminophen, magnesium, lyrica, ranitidine, spasmoctyl, esomeprazole, levogastrol, propofol, oxygen, rabeprazole, clarithromycin, amoxicillin, metronidazole, flagyl, tiorfan, ibuprofen, fero-gradumet, alprazolam, bilaxten, symbicort, duloxetina, and trankimazin. Essure was inserted on (B)(6) 2013 for contraception. On (B)(6) 2013, the patient was placed with essure, and no further information provided about the placement procedure was provided, subsequently, on (B)(6) 2013, the patient attended a medical consultation due to abdominal pain, she referred that since the product insertion, she started to present abdominal pain, spasm without vomits, diarrhea or diathermy. The physical examination of the abdomen evidenced pain in the hypogastric and in the right iliac fosse. On (B)(6) 2013, the patient continued with the abdominal pain presented since the product insertion which was localized at ovary level (bilateral) which spread to the left flank. The physical examination of the abdomen evidenced pain, and the gynecological examination showed painful vaginal feeling in ovary sites. The urine analysis evidenced urinary tract infection. On (B)(6) 2013, the patient was presented to a consultation due to vision diminishing in the left eye of 1 day of evolution, the left eye examination evidenced slight conjunctival hyperemia, eyelids, conjunctiva and cornea normal, somewhat irregular pupil in its lower half, in mydriasis media, and does not present the same reactivity to light as the right one, without pain when palpating the eyeball. The patient was diagnosed with anterior uveitis of the left eye. Four days later, on (B)(6) 2013, the patient referred sensation of superior periorbital pressure, subsequently, on unspecified date, the patient was presented again to consultation and papilledema bilateral was objected therefore she was sent to neurological evaluation; however, the physical and neurological examination evidenced normal results. On (B)(6) 2013, the patient was admitted to the hospital due to loss of vision. Different tests were performed without findings, and on (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2013, additional laboratory tests were performed which included virus varicela-zoster and cytomegalovirus with igg positive. The left and the right eye evidenced loss of fixing. On (B)(6) 2013, ppd skin test was positive to tuberculosis. On (B)(6) 2013, the papilledema had diminished with remains on the nasal site; therefore the prednisone was diminished, but on (B)(6) 2013, the patient referred worsening (events not specified) since the treatment medication was reduced. On (B)(6) 2013, the patient referred improvement of the cephaleas, and on (B)(6) 2013 she referred episodes of periocular pain, on (B)(6) 2013, the patient was presented because one day before, on (B)(6) 2013, the corticoids treatment was reduced and that day, she presented loss of vision in the left eye. On (B)(6) 2013, the patient was presented to the emergency department due to cephalea and an episode of amaurosis fugax of 5 minutes. On (B)(6) 2013, the physical examination showed diminishing of the visual field. Later, on (B)(6) 2014, the patient was presented due to sensation of blurred vision and was diagnosed with a new episode of papillitis. On (B)(6) 2014, the ophthalmological examination did not reveal inflammation, but it was evidenced loss of layers of nerve fibers in the optic nerve. The urine analysis evidenced bacteriuria with leukocyturia. On (B)(6) 2014, the physical examination evidenced there was not papilla edema, visual fields with peripheral defects in the right eye and defect in the visual field temporal of the left eye. On (B)(6) 2014, optical coherence tomography showed results without progression since the performed in (B)(6) 2014, and laboratory tests positive to coxiella (igg phase 2 elevated to elevated titer). On (B)(6) 2014, it was reported that since the patient presented the problem with her vision she started to present cephalea which spread to the hemicraneo, with nausea, and phonophofia and photophobia without vomit. On (B)(6) 2014, the patient was prescribed with treatment medication for the coxiella burnetii. On (B)(6) 2014, the patient presented a new episode of anterior uveitis bilateral as well as on (B)(6) 2014. On (B)(6) 2014, the patient presented episode of anterior uveitis with progression of the scotoma in the visual field, it was reported the intraocular pressure was well controlled. On unspecified date, the patient presented intraocular pressure elevated with combigan and azopt. On (B)(6) 2014, it was commented that the patient presented headache, ocular pain, view of black dots, and bilateral blurred vision she stated not to see flying flies, one day later, on (B)(6) 2014, she was presented to the hospital due to pain and blurred vision in the right eye. On (B)(6) 2014, she presented blurred vision in both eyes without ocular pain, one day later, on (B)(6) 2014, she was presented to the hospital where she was diagnosed with bilateral uveitis with sequelae of loss of view field and ordered to continue with the previous prescription. On (B)(6) 2014, the patient was presented to perform study due to probable sarcoidosis as cause of the bilateral uveitis and after laboratory studies (not specified), sarcoidosis was discarded. On (B)(6) 2014, the patient referred that since 2 weeks ago, in (B)(6) 2014, she presented severe pain in the lower limbs and referred lack of strength, she referred that sometimes she was fall, and corking sensation of the lower limbs. She comments that some years ago, she started to present severe pain in the lower limbs which lasts around 1 hour affecting both limbs and that did not stop with nothing, sometimes it could last all the day even until the next day, she did not stated some trigger, she referred she used to have this kind of episodes 1 or 2 times monthly, she commented that during the corticoids treatment she did not present them; however, this last 2 weeks the episodes have increased event have not allowed the night rest. Additionally, she referred fatigue at the level of the lower limbs, and lumbar pain sporadically. On (B)(6) 2014, the patient was presented for a follow up due to the last episode of blurred vision. She referred that in the last days; she presented episodes of loose stools with blood red since 3 days ago, and had presented sensation of gastric fullness. The patient was diagnosed with pain of neurological characteristics without clear anatomic distribution. On (B)(6) 2015, she was presented to the hospital due to epigastralgia (also reported as relevant history) and diarrhea. On (B)(6) 2015, the patient presented loss of visual acuity (blurred vision) with ocular pain. The next day, on (B)(6) 2015, the patient presented pain point supraorbital trigger. On (B)(6) 2015, the patient was presented to perform studies to discard whipple disease, she presented intestinal rhythm alteration with constipation, loose stools, and diffuse abdominal pain like spasm, and an upper digestive endoscopy was performed due to dyspepsia which revealed incompetence of the gastric cardia. Later, on (B)(6) 2015, the patient was presented due to abdominal pain and diarrhea since 6 days without vomit or fever. She referred she has presented episodes of diarrhea some years ago. On (B)(6) 2015, the whipple disease was discarded, and endoscopic biopsy evidenced slight inflammation unspecified. On (B)(6) 2015, the patient was presented as a revision at neurology due to a new episode of uveitis. On (B)(6) 2015, it was stated there was not progression in the visual fields, and it was decided to continue with the same treatment. On (B)(6) 2015, the patient referred to continue with cephalea which starts in the bilateral temporal site which spreads to the frontal site. It was stated the patient had not have loss of conscious. On 27/oct/2015, the patient was presented to a follow up consultation due to bilateral papillitis. Currently the patient received treatment medication and has diet restriction of gluten and lactose. Additionally, she referred muscular weakness and pain in lower and upper limbs. On (B)(6) 2015, she referred that since the essure insertion, she started to present pain all over, and cephalea, and myalgia. It was stated the patient did not have family history of allergies. On (B)(6) 2015, the patient was presented due to blurred vision in both eyes which has worsened since 3 days. No additional information provided. On (B)(6) 2015 she was presented due to abdominal pain caused by essure where it was requested the study of systemic inflammatory reaction caused by essure. On (B)(6) 2015, the patient was diagnosed with allergy to essure and on (B)(6) 2015, she presented due to the bilateral panuveitis currently on treatment due to relapse of anterior uveitis in the right eye, where was diagnosed with optic neuropathy secondary to panuveitis under study, ocular hypertension in both eyes, and dry eye. On (B)(6) 2016, she referred pelvic pain since the product insertion, it was commented that the patient developed allergy to nickel and silver with skin problems of pruritus and erythema. The next day, on (B)(6) 2016 a subtotal hysterectomy with bilateral salpingectomy conserving the ovaries was performed, during the procedure it was found that the uterus, the ovaries, and the fallopian tubes were normal, without alterations. The procedure was performed without complications and, on (B)(6) 2016, the patient was discharged from the hospital in good condition. On 12/feb/2016, the patient was presented due to vaginal bleeding clotting (metrorrhagia) of 24 hours of evolution. On (B)(6) 2016, it was commented that the patient was diagnosed with dermatitis of contact with nickel and cobalt, she referred that with the contact with imitation jewelry she presents pruritic eczematous erythematosus injuries. In addition she referred erythematosus local reactions with latex and nitrile. On (B)(6) 2016, the patient was presented to a follow up consultation, during the gynecological examination there were not relevant findings. It was stated previous to 2013, the patient did not have relevant history about ophthalmological problems and after the essure removal an important improvement was evidenced. On (B)(6) 2016, allergy tests included positive results for gold thiosulfate, nickel, cadmium, and phosphorus sesquisulfide. On (B)(6) 2016, the patient attended a follow up consultation and referred that since the product was removed the cephaleas have disappeared, the migraines, and the generalized pain previously referred. It was stated the patient suffered an ophthalmological disease secondary to allergy to essure components. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 02-nov-2016: consumers lawyer formulates an extrajudicial claim on behalf of patient due to injury, sequels, disability and damage of all kinds occasioned by essure devices which were implanted. Correction on 07-nov-2016: the receipt date of the previous follow-up was confirmed as 03-nov-2016 (previously reported as 02-nov-2016). Follow-up received on 21-nov-2016: health authority number (B)(4) received. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a (B)(6) -year-old female consumer who had essure (fallopian tube occlusion insert) inserted and had pains nos and glaucoma in both eyes. Essure inserts, fallopian tubes and uterus were removed. She recovered from pains. Pain is listed while glaucoma is unlisted in the reference safety information for essure. Considering that essure may cause uncharacterized pain and that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In contrast, considering the physiopathology of glaucoma and the fact that essure has only a localized action in the fallopian tubes, it is unlikely that essure could contribute to the onset of this disease. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a consumer in spain on 15-sep-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted. Consumer used drops (unspecified) for glaucoma and anti- depressives and anxiolytics. Consumer experienced headache, legs pain, inflammation in abdomen, pains nos and almost totally vision loss / peripheral vision loss and glaucoma in both eyes. Since she had essure, she got worse day by day. Essure got removed, also fallopian tubes and uterus were removed. She recovered from abdominal inflammation, pains nos, headache and legs pain. Several tests were performed, which were positive to components of essure. All the events were considered as related by consumer. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had pains nos and glaucoma in both eyes. Essure inserts, fallopian tubes and uterus were removed. She recovered from pains. Pain is listed while glaucoma is unlisted in the reference safety information for essure. Considering that essure may cause uncharacterized pain and that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In contrast, considering the physiopathology of glaucoma and the fact that essure has only a localized action in the fallopian tubes, it is unlikely that essure could contribute to the onset of this disease. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information has been requested.